Manufacturer narrative:
H3:product analysis: evaluation of the device determined tool was fractured. The likely cause of failure is the longer duration of use or high torsional loads which lead to fatigue failure of the wire shaft . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that drill bit is coming out of the sheath . No patient impact was reported.